Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On december 12, 2016, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch ultra2 meter was continually displaying an error message; however, he was unable to recall any specifics relating to the error message other than ¿strip issue¿. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient was unable to recall when the alleged issue first began. The patient advised that he does not take any medication to manage his diabetes and it is not known what changes, if any, he made to his usual diabetes management regimen as a result of the alleged issue. The patient reported that an unknown time after the alleged issue began he developed symptoms of feeling ¿tired and weak¿ and that he then ¿passed out on the street¿. The patient advised that he then went to hospital to have his blood glucose checked (no results were provided), and he denied receiving medical treatment as a result of the alleged issue. At the time of troubleshooting, the csr noted that the patient did not have testing supplies available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.